Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with electrode belt) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt because the belt receptacle was missing. Additionally, it was found that the rear response button cable was glued to the enclosure cover and the cable was torn when the cover was removed. Finally, the j1001 connector on the ca board was found to be broken. The root cause for the glue contamination was ingress of glue. The root cause for the missing receptacle was excessive force. The root cause for the broken j1001 connector was excessive force. The root cause for the torn response button cable was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to communicate with an electrode belt.